Event description:
T was reported there was telemetry failure. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector found broken on the lem (link electronic module) printed circuit board assembly. Analysis also found that the monitor hinge was loose. System fan was found noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 229047 analyzer. (B)(4).